Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose was 421 mg/dl. Customer reported that he had noticed his blood glucose climbing today so he changed the infusion set but maintained the reservoir, but then he got a flow blocked alarm so he changed the set again which seemed to resolve it as well as finding the set was bent on removal. Customer reported that he changed it twice when he got home and is still getting a flow blocked alarm. Customer stated that the cannula is not bent. The insulin pump will not be returned for analysis.